Event description:
It was reported that during a heavily tortuous, heavily calcified, concentric, de novo, 99% stenosed, proximal, left anterior descending artery stenting procedure, without pre-dilation, a xience prime stent delivery system (sds) was advanced but would not cross the heavily calcified lesion. The xience prime sds was removed without difficulty. A nc trek balloon delivery catheter (bdc) was advanced without meeting any resistance and the balloon ruptured with the first inflation at one atmosphere. The nc trek bdc was removed without difficulty and the xience prime sds was re-inserted, but still would not cross the heavily calcified lesion. Upon removal of the xience prime sds a distal stent strut was found flared. The xience prime sds was set aside and a non-abbott sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.